Manufacturer narrative:
This report is for an unknown screw/unknown lot. Implant date: unknown. Device broken while being removed and was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 the surgeon planned to change two screws and the extraction instrument was reported to malfunction. The screw head of the second screw broke off. A one centimeter piece remained in the patient. The screw and the according extraction bolt stick together, so that the screw broke during removal. The surgeon decided to leave the broken part in position and inserted another screw instead. Surgery was successfully completed with no reported delays. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).